Manufacturer narrative:
E1 adress 1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported screen does not display properly during inspection for use involving an autoclavable camera head. There were no reports of patient harm.